Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the joystick will not turn off. No other information provided.